Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines. After failing functional testing (see below), visual analysis revealed that a hole in the catheter body adjacent to the 21cm marking. Microscopic examination confirmed the damage and revealed that the edges were smooth, uniform and consistent with damage resulting from contact with a sharp instrument. The hole in the catheter body measured 113mm from the juncture hub. The catheter body length from the juncture hub to the distal tip measured 322mm, which is within the specification limits of 307mm-327mm per the catheter product drawing. The catheter body outer diameter measured 2.365mm, which is within the specification limits of 2.360mm-2.460mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to both extension lines and flushed. When flushing the distal extension line, water was observed leaking out of a hole in the catheter body. No leaks were observed when flushing the proximal extension line. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking catheter body was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a hole around the middle of the catheter body extrusion. The appearance of the hole is consistent with damage resulting from contact with a sharp instrument. Despite the damage, the catheter met all relevant dimensional requirements. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "24 h after cvc placement infusion solution leaked from the cvc at the 25 cm length marking". The cvc was replaced. No patient harm reported. The patient's condition is reported as "fine".

Event description:
It was reported that "24 h after cvc placement infusion solution leaked from the cvc at the 25 cm length marking". The cvc was replaced. No patient harm reported. The patient's condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).